Manufacturer narrative:
The patient's recurrent admissions for driveline infection were reported under MFR # 2916596-2019-04092 & 2916596-2019-04094. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years, 8 months. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent pump exchange due to a recurring driveline infection. The patient was admitted with (B)(6) infection. Gallium scan showed involvement of the patient's pump. It was noted that the replaced pump will not be returning for evaluation. No further information was provided.